Event description:
The physician intended to use an angiographic wire when treating a lesion in the lad; lesion exhibited minor calcification and 90% stenosis. It was reported that the physician said the wire seemed to be kinked prior to use. While viewing the wire under fluoroscopy the physician noted that the wire appeared to be 'broken'. The wire was removed intact, no part remained in the patient. On removal it was reported that the tip of the device was broken and damaged. The procedure was completed with a new wire. Review of the returned device confirmed no break in the wire however the tip coils had separated. No intervention or patient injury reported. Device evaluation: received for evaluation at medtronic was one angio guidewire 145cm 0.035/0.9mm j tip with original packaging. The wire was received in the original hoop. The wire had what appeared to be blood and dried contrast media on it indicating use. The guide wire exhibited a kink approximately 1cm from the distal tip; also the wire was curly at the proximal end. Vendor evaluation: upon inspection of the returned device, the guidewire appeared wavy. The "j" tip of the guidewire coils were separated at approximately 1cm from the distal tip. The coil separation was the only observation confirmed. The od of the guidewire was measured near the distal end, center and proximal end. The core wire taper length, overall length and od were verified and found to meet specification. Additionally, three photographs were reviewed. Two of the photos show the coil separation and the third photo shows a red residue that more than likely indicates that the guidewire was used.

Manufacturer narrative:
Results: contra IFU - device reported to have been used when noted to be kinked prior to use. No root cause for separation can be determined; conclusion: contra IFU - device reported to have been used when noted to be kinked prior to use. Based on information and review of the returned device, no root cause can be determined; (B)(4).